Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. No ts or suture were returned. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. No root cause related to the manufacturing process can be established.

Event description:
It was reported that the cannula was passed as a guide, the fast fix 360 was introduced and it was calibrated in 14 mm, the doctor placed t1, t1 was lowered, t2 was placed and it was lowered according to the surgical technique, and the t2 peek did not low, the procedure was repeated several times but t2 did not deployed. No patient injury was reported.